Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? ---the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---around colon. Was there any tissue damage when the clips scissored? ---no. If so please explain. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---a little torquing of the device present at the time of firing. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital.

Event description:
It was reported that during a right hemicolectomy procedure, scissoring occurred when the device was used around the colon. The incident occurred only when the device clamped the target tissue. When the device was fired without clamping tissue, the clip was formed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.